Event description:
The customer reports that the nurses connected the tubing to the patient and that the soft part of the tubing that enters the roller disconnected from the rest of the set.

Manufacturer narrative:
This report was in advertently submitted in error. The model # on this report, 777401, is not sold in the us. No further information will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the nurses connected the tubing to the patient and that the soft part of the tubing that enters the roller disconnected from the rest of the set.